Event description:
It was reported that the device exhibited premature battery depletion. No further information is available at this time.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
.

Event description:
New information received indicated that the device was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found. The cause of the longevity anomaly was a programmer anomaly.